Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump shooted out insulin. The customer blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarm, internal clock comparison error alarm and compromised forced sensor system alarm noted. Pump received with minor scratches on display window, minor scratches on reservoir tube window and broken battery tube thread noted.